Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer has observed falsely decreased architect tsh results with patients with a disorder with clotting called congenital dysfibrinogenemia/ inherited dysfibrinogenemia. Lithium heparin tubes have given normal test results. The customer is aware of package insert instructions, ¿ensure that complete clot formation in serum specimens has taken place prior to centrifugation. Some specimens, especially those from patients receiving anticoagulant or thrombolytic therapy may exhibit increased clotting time. If specimens are centrifuged before a complete clot forms, the presence of fibrin or particulate matter may cause erroneous results.¿ the following data was provided: patient 1 serum tsh = 10.7 repeated 0.59. Patient 1 plasma tsh = 10.15 no impact to patient management.

Manufacturer narrative:
The complaint investigation for questionable results for serum samples of tsh with certain tube types in patients with an inherited disorder with clotting called congenital dysfibrinogenemia/ inherited dysfibrinogenemia using architect tsh reagent lot 40382ud00 included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any trends for the complaint issue. Labeling was reviewed and found to adequately address the issue. Device history record review on lot 40382ud00 did not show any potential non-conformances, deviations, or non-conformances associated with the complaint issue. The overall performance of architect tsh reagent lot 40382ud00 reagents in the field was reviewed using data from customers worldwide. Review shows that the median patient results for the complaint lot is within established limits and comparable with historical lots in the field, confirming no systemic issue for the lots. Based on the investigation, no systemic issue or deficiency of the architect tsh reagent lot 40382ud00 was identified.